Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported; the health care professional (hcp) requested a review of the reports for the patient with this right ventricular (rv) lead. It was stated the patient's heart rate was around 30 beat per minute. Technical services (ts) observed there was loss of capture and presence of fusion beats. A lead revision was performed. This rv lead remains in service. No adverse patient effects were reported.